Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtmb1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was revised and repositioned but the helix would not extend once retracted and placed. The lead was removed and a second lead was attempted to be implanted but not used. The lead helix would not extend. The lead was removed from the body and the helix still would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned with the helix fully retracted. The helix visible bent inside the sleevehead. No further helix function possible. According to the complaints reported, the helix is likely damaged during the time of re-positioned of the lead. If information is provided in the future, a supplemental report will be issued.